Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based upon the information from sorc, there was the possibility that this phenomenon was attributed to the accidental failure of the electrical circuit board because there had not been frequent occurrence of similar phenomenon. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the endoscopic image was not displayed sometimes. Olympus service operation repair center (sorc) checked the subject device and found that the electrical circuit boards had failure. There was no report of patient injury associated with this event.